Manufacturer narrative:
The device history record (DHR) review showed the order was built and released per specification. The customer did not retain a sample for this complaint report therefore a visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample was not returned for this event. (B)(4).

Event description:
An ophthalmic surgeon reported that air mixed (air bubbles) into the eye and he was not able to see inside the eye during a cataract procedure. The air bubbles were not resolved by replacing hand piece. The air bubbles were removed by aspirating with a hand piece. The procedure was completed without replacing the cassette. There was no harm to the patient. The product sample was not retained. No additional information is expected. This is the second of two reports.